Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Relevant tests/laboratory data - intracardiac doppler study=normal antegrade flow across the mitral, aortic, tricuspid and pulmonary valves, trace mitral regurgitation and trace tricuspid regurgitation. Resting echocardiogram=sinus bradycardia, normal axis and nonspecific st changes. Nuclear scan=inferolateral myocardial ischemia with some extension to the apex. Single-photon emission computed tomography (spect)=50% range, segmental wall motion abnormality was seen and mild stress induced left ventricular cavity dilation was present. Electrocardiogram=normal sinus rhythm. Chest x-ray=clear lungs without infiltrates, effusions or pulmonary edema. Creatine kinase myocardial band (ck-mb)=1.5 ng/ml (reference range 0.3-5.0 ng/ml). Troponin I=0.01 ng/ml (reference range 0.00-0.20 ng/ml). (B)(6) 2011: electrocardiogram=sinus bradycardia, left axis deviation and inferior infarction. Glucose=122 mg/dl (reference 70-110 mg/dl). (B)(6) 2012: left heart catheterization=moderately severe triple vessel disease. Stents: promus 2.5 x 12 mm, promus 2.5 x 15 mm. Other: aspirin, clopidogrel. The additional promus 2.5x 12 mm stent referenced is being filed under a separate manufacturer report number. There was no reported product deficiency. The reported patient effects of ischemia and restenosis as listed in the xience v instructions for use, are known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2010, the patient underwent a stenting procedure in the obtuse marginal artery with one 2.5 x 12 promus stent and in the left anterior descending artery with one 2.5 x 15 promus stent. On (B)(6) 2010, the patient underwent a staged procedure in the right coronary artery with one xience v rx 3.0 x15 mm stent. On (B)(6) 2011, the patient 's resting echocardiogram showed non-specific st changes and the nuclear stress test revealed inferolateral myocardial ischemia with some extension to the apex. On (B)(6) 2011, the patient presented to the hospital for a positive stress test. The (B)(6) 2011, electrocardiogram was reported to reveal sinus bradycardia, left axis deviation and inferior infarction; however, there was no myocardial infarction diagnosed. On (B)(6) 2011, the patient's left heart catheterization was reported to reveal moderately severe triple vessel disease. The patient was reported to have undergone percutaneous transluminal coronary angioplasty in the obtuse marginal artery and proximal left anterior descending artery. The patient's condition resolved and the patient was discharged on (B)(6) 2011. There was no additional information provided.